Manufacturer narrative:
Product analysis: analysis was able to confirm the reported error code, the main printed circuit board (pcb) was out of electrical specification. Analysis also noted that the keypad lock button was collapsing, the lower case was warped and contaminated, both output connectors were broken, the main seal was pinched, and both display wires were pinched but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The epg was returned for service. There was no patient involvement. The epg tested out of specification during manufacturer's analysis.